Event description:
It was reported via the FDA that during a ptca procedure, the maverick2 monorail balloon was unable to be deflated. The physician retrieved the catheter without pt injury. No other info is available.

Manufacturer narrative:
The balloon catheter was not returned. The root cause of the event could not be determined.